Event description:
Caller discrepant high troponin (tni) results on the triage cardiac profiler for 2 out of 3 pts. Doctors were complaining about too many indeterminate tni results. On (B)(6) 2012, 3 pt samples were tested and 2 out of 3 were discrepant. Pt 1 sample was drawn for testing on the triage device. One hr later, another draw was performed and 6 hrs later, draw was run on siemens vista with a negative tni result (specific value not provided). Time between pt 3's first and second draw on the triage device was 3 hrs. All three pts were discharged. No invasive procedures were performed on any of the pts.

Manufacturer narrative:
Investigation pending.